Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a paravent left pectoral application, the catheter disconnected from port casing. Additional information has been requested.